Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, there was no patient harm and no further consequences were reported for the surgery.

Manufacturer narrative:
This report is for an unknown 2.7 va locking screw/unknown lot. Device has not been reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a surgery was performed on (B)(6) 2015 for humerus fracture. To attach a variable angle-locking compression plate distal humeus plate (va-lcp dhp 3-holed) with 2.7 va locking screw, the reported torque limiter was used. When the surgeon was screwing in a locking screw in variable angle mode, he had difficulty of screw insertion and debris came out from around the screw head. Besides, tip of the screwdriver shaft often came off from the screw head before the screw was fully inserted, and the surgeon struggled to apply appropriate amount of torque to the screw. Eventually the surgeon performed screw insertion using wooden handle and screwdriver shaft short instead, but the same incident happened. There were no adverse consequences to the patient, but due to the event the surgery was delayed for ten (10) minutes. This report is for an unknown 2.7 va locking screw. This is report 1 of 1 for (B)(4).